Manufacturer narrative:
No additional information was received. The device was received for evaluation; the battery door was damaged, the bottom part of the housing was cracked, and the control knobs were damaged. The cause of the reported problem was deemed to be impact/ user interface. The device was repaired. A manufacturing device history record (DHR) review was not performed as it was deemed not relevant to the investigation as the issue was caused by user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device battery door is broken. No patient was involved.